Event description:
In 2005, dr. Was using the needle to inject local anesthetic into the patient's cervix pre ca cell removal. During the injection the needle broke off almost right at the hub. Dr. Attempted to remove it but was unable to do so. X-ray done while patient in or - located needle visually but could not remove it. Dr. Made several attempts to retrieve the needle without success. Eight days later, received notification from hospital that needle had been successfuly rertrieved.